Event description:
It was reported that the programmer paper drawer was missing a part and was returned for repair. The radio frequency head was returned also. They were tested, analyzed and the subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary- (B)(4): analysis found that the printer drawer was broken. The device display displayed pink. (B)(4) the radio frequency head cable tested out of electrical specification.